Manufacturer narrative:
Consumer experienced an injury to their mouth. The diamondclean brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to brush head not being returned.

Event description:
Consumer called stating that they injured their mouth due to a piece of plastic in the brush head bristle field. No medical attention sought.

Manufacturer narrative:
The root cause of the customer's complaint is a manufacturing defect, resulting in hard plastic in the bristle field.